Event description:
After placed into the patient, the ablation catheter failed to zero. The catheter was removed and replaced. There was no reported patient harm. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).